Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Review of the architect c8000 system logs did not identify any issues. Controls were within range following troubleshooting, but patient results were still erratic. Field service discovered that the amount of water used for cleaning the reagent probe was too small and adjusted the flow. Proper operation of the system was verified after adjusting the water flow to the reagent probe. Quality metrics and complaint tracking and trending was reviewed. No adverse trends were identified related to discrepant results. The current combined erratic result rate for aeroset and architect instruments falls below the established internal aberrant result rate for architect c8000 established at product launch. Based on the available information, a deficiency of the architect c8000 system was not identified.

Event description:
The customer stated that falsely elevated architect magnesium results were generated for patient samples. An initial elevated result of 2.63 mmol/l retested at 0.74 mmol/l. No impact to patient management was reported.